Event description:
The manager of the (B)(6) ambulatory care center day surgery was informed by the company that a recent shipment 4 of pentax colonoscopes contained scopes that were not intended for sale/ use in the united states. They contain a component that is currently pending 510k approval. There are 3 scopes affected. Two are ec34-i10l colonoscopes, serial numbers (B)(4). One is an ec38-i10l colonoscope, serial number (B)(4). All 4 scopes from the shipment are being pulled from service immediately. The model numbers, and outside appearance, of the affected scopes are identical to the ones currently used here at the acc. Scopes have been used on an undetermined number of patients during the month of december. The follow up from the pentax company representative ((B)(4)) indicates a thorough root cause analysis and corrective action plan as outlined below: pentax of americas inc is in the process of preparing the FDA notification for this action. Per our conversation below is the description of the event which will be reported to FDA in the correction removal report. Event description and correction or removal action: reason for recall: stock mix-up. Pentax video colonoscopes models ec34-i10l and ec38-i10l with serial numbers beginning with (B)(4) were not to be distributed in the USA until 510(k) clearance for the modification was received from FDA. Root cause: typically, the (B)(4) manufacturing facility establishes unique order codes for units purchased by pentax of america inc for sale to (B)(6), latin american countries, and USA; for (B)(6)/ latin american countries the units are registered for sale with the countries health authority using instructions for use (IFU) which are the english translation of the IFU's prepared by the (B)(6) for countries that accept english language. These registrations typically take place before the model is cleared for sale in USA. For USA, after the model is cleared by FDA the units contain the IFU's that have been cleared by FDA. Typically, FDA requests clarification and wording that was not contained in the standard english IFU's above. The IFU's are marked 'only for the us' on the front cover. When the ec34-i10l and ec38-i10l were cleared by FDA on k131855 the only difference between USA versions and (B)(6)/ latin america versions of the product were the IFU's. Rather than forecast and receive 2 order codes for each model it was decided that pentax america would order the international version and provide the FDA cleared IFU's for units being delivered to customers in the USA, (B)(6) at the time of order. The (B)(4) engineering group made changes to the unit designs; ec34-i10l the design of the internal lumen of the water nozzle was changed to improve cleaning of the objective lens. Ec38-i10l the design of the internal lumen of the water nozzle was changed to improve cleaning of the objective lens and the positions of the air and water nozzles with respect to the objective lens were reversed. The impact of these design changes were evaluated by (B)(4) engineering and thought to be not significant to reprocessing efficacy. There were no changes required to the reprocessing instructions texts for the units as the changes were to the internal design of the unit. Pentax of america inc regulatory group assessed the changes based on FDA guidance and determined that a 510(k) should be submitted for the design change. At that time separate order codes should have been established to control the units purchased by pentax america that would be sold in (B)(6)/ latin america and the units purchased by pentax america that would be sold in USA however this was not done. The japan production process is a continuous production line. When a change is implemented to a model a change notification is prepared that describes the changes being made for product management and such. When units containing the change are manufactured a change notification is made which identifies the serials numbers affected by the change. The units with the design changes were given serial numbers starting with the letter (B)(4) to distinguish them for the previous design. There was a delay on the (B)(4) manufacturing facilities part in preparing the service notifications which identified the serial effectivity for the changes and 5 units of the (B)(4) series serial numbers were distributed in the USA; qty 4 of model ec34-i10l, and qty 1 of model ec38-i10l. Our intent was to ask customers to return the (B)(4) series scopes and we would issue previous design to keep the sites working. If a site doesn't want to release their units then please instruct them to quarantine the units until we can provide the information the requires (which would be after the FDA is notified of the action).